Event description:
Customer called to report air bubbles in the reservoir of the insulin pump. Customer called to report that the insulin pump alarmed no delivery . Customer's blood glucose reading was 414 mg/dl. Advised customer to do a complete set change as soon as possible. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).